Event description:
It was reported to boston scientific corporation that a lynx system was used during sling placement procedure. According to the complainant, during the procedure, the blue centering tab disappeared after being cut. The physician thinks it went into the incision but never found it. X-ray images were taken but were inconclusive. No further medical intervention was required and the patient will be monitored. Several attempts at follow up have been made. No additional information is available.